Manufacturer narrative:
Corrected: product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use of implantable pulse generator (ipg) a rare hardware case was encountered. The ipg exhibited a pacing and sensing problem due to an infrequent single beat of a short or prolonged sensed a-v interval (sav) interval. The ipg was reprogrammed, remained in use and was subsequently explanted and replaced as a result of patient could not tolerate the re-programmed settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.